Event description:
It was reported while in patient use that cardiosave intra-aortic balloon pump (iabp) had gas loss alarm but the screen was ¿stuck¿.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: a3, b4, d9, g1-contact person at mfg site, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion, health effect clinical code, health effect impact code) and h11. A getinge field service engineer (fse) stated customer opted out of repair. They have dc using getinge cardiosave and cs300 and no longer wanted any service provided due to them having new teleflex balloon pumps.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h11. After further review, this emdr was created in error. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Corrected fields: h6-type of investigation. Updated fields: b4, g3, g6, h2, h11.

Event description:
N/a.